Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly shutdown during pumping. It was noted that once the pump was turned back on the touchscreen was unresponsive to presses and there was a "constant high pitched beeping" sound. Customer had elevated blood glucose (bg) levels (327 mg/dl). Customer delivered a manual injection to address elevated bg levels.